Event description:
The customer reported that the pump began smoking while it was charging using the tandem supplies. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.